Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("I always had pain, if my cervix got hit") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the dyspareunia had resolved. The reporter considered dyspareunia to be related to essure. The reporter commented: patient always had pain if her cervix got hit, she had her essure removed in february of unspecified year, then enjoy sex, pain free. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('I always had pain, if my cervix got hit') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and pain in extremity ("little pain I've has and the fact that I can lift my leg to climb into bed"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the dyspareunia had resolved and the pain in extremity outcome was unknown. The reporter considered dyspareunia and pain in extremity to be related to essure. The reporter commented: patient always had pain if her cervix got hit, she had her essure removed in february of unspecified year, then enjoy sex, pain free. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received event: little pain I've has and the fact that I can lift my leg to climb into bed were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('I always had pain, if my cervix got hit') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), pain in extremity ("little pain I've has and the fact that I can lift my leg to climb into bed") and hot flush ("I had hot flashes") and was found to have hormone level abnormal ("my hormones leveled out I'm 30"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dyspareunia had resolved and the pain in extremity, hot flush and hormone level abnormal outcome was unknown. The reporter considered dyspareunia, hormone level abnormal, hot flush and pain in extremity to be related to essure. The reporter commented: patient always had pain if her cervix got hit, she had her essure removed in february of unspecified year, then enjoy sex, pain free. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Event's : I had hot flashes, my hormones leveled out I'm 30 were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('I always had pain, if my cervix got hit') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), pain in extremity ("little pain I've has and the fact that I can lift my leg to climb into bed"), hot flush ("I had hot flashes"), pain ("pain"), contusion ("bruised"), uterine haemorrhage ("uterus decided to bleed"), tooth fracture ("teeth broken") and abdominal distension ("bloating/ feeling of fullness in stomach") and was found to have hormone level abnormal ("my hormones leveled out I'm 30"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dyspareunia and abdominal distension had resolved and the pain in extremity, hot flush, hormone level abnormal, pain, contusion and tooth fracture outcome was unknown. The reporter considered abdominal distension, contusion, dyspareunia, hormone level abnormal, hot flush, pain, pain in extremity, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: patient always had pain if her cervix got hit, she had her essure removed in february of unspecified year, then enjoy sex, pain free. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event added: bloating fullness in stomach. Age of patient added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('I always had pain, if my cervix got hit') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), pain in extremity ("little pain I've has and the fact that I can lift my leg to climb into bed"), hot flush ("I had hot flashes"), pain ("pain"), contusion ("bruised"), uterine haemorrhage ("uterus decided to bleed") and tooth fracture ("teeth broken") and was found to have hormone level abnormal ("my hormones leveled out I'm 30"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dyspareunia had resolved and the pain in extremity, hot flush, hormone level abnormal, pain, contusion and tooth fracture outcome was unknown. The reporter considered contusion, dyspareunia, hormone level abnormal, hot flush, pain, pain in extremity, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: patient always had pain if her cervix got hit, she had her essure removed in february of unspecified year, then enjoy sex, pain free. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: uterus bleed, bruise, pain were added. On 20-mar-2020: social media received event " teeth broken" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("I always had pain, if my cervix got hit") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the dyspareunia had resolved. The reporter considered dyspareunia to be related to essure. The reporter commented: patient always had pain if her cervix got hit, she had her essure removed in (B)(6) of unspecified year, then enjoy sex, pain free. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.